Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-jun-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the biometric identifier required maintenance. A field service engineer and t-shot revealed intermittent row board and compromised pyxibus cable was damaged. Fse replaced bus cable and row board cable due to worn clips and verified all bus/cable connection and drawer/pocket operation. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es biometric identifier required maintenance. Customer tried to reboot the station and recover the drawer but got maintenance error. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.